Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload was partially fired to the 2.5 cm cut line. The anvil clamping mechanism was deformed and microscopic inspection noted damage to the knife blade. The reload was loaded into a pmv representative instrument for functional testing and tested satisfactorily. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the deformed anvil clamping mechanism and damage to the knife blade. The reported condition was not confirmed. During investigation, secondary conditions of excessive firing force, firing over thick tissue, and firing over an obstruction were determined. The event did not meet the regulatory reporting criteria. The file will be closed as not confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
When surgeon tried to transact body part of stomach with I drive and egia, at first trial of egia60amt((B)(4)), idrive did not recognize the cartridge. Several trials from the scrub nurse, it recognizes egia60amt((B)(4)), so surgeon fired egia with idrive and the firing finished without any problem. But at second firing(egia60amt-(B)(4)) had a problem. Surgeon pushed a blue button when the blade stopped and retract the blade with a silver button. But the staple was not fired fully. Two out of 3 of staples were fired and the rest of it were not fired. The tissue thickness was normal. And the patient was female. Fortunately, egia did transact stomach part and there was no tissue damage at all. (Used) surgeon changed manual body to finish this procedure. Then he could finish the procedure without any problem. But surgeon wants to know why egia was not fired fully. And why idrive did not recognize egia. There was no blood loss. There was no delay autoclave/ manual washing. Patient status is normal. Two pictures for egia were attached and two egia60amt were attached for the idrive investigation.